Manufacturer narrative:
A steris service technician arrived at the facility, inspected the amsco 400 sterilizer and determined the unit was leaking from the main water solenoid valve. The technician found one of the bolts on the water manifold had broken off of the unit causing the reported leak. In addition, the technician found the facility's water pressure to the sterilizer was 70 psi. The amsco 400 requires water pressure is measured between 30 and 50 psi. The technician discussed his finding with the customer who stated they will have a pressure reducer installed to lower the water pressure to steris specifications. The technician repaired the damaged bolt, performed a test cycle and confirmed the unit was operating to specification. The sterilizer was installed in (B)(6) 2012 and is currently under steris service contract. The last preventive maintenance was completed on (B)(6) 2014 at which time the unit was verified to be operating to specification.

Event description:
The user facility reported the unit was leaking water and flooded the sterilizer room. The leak occurred during off hours. No individuals were present in the room during the leak. No injuries or procedural delays/cancellations were reported.